Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00028, 0001032347-2020-00030, 0001032347-2020-00031. Medical products: tmj system right standard mandibular component, part# 24-6545, lot# 845380a, tmj system left standard mandibular component, part# 24-6551, lot# 702950a, tmj system right fossa component, small, part# 24-6562, lot# 864760b, tmj system left fossa component, small, part# 24-6563, lot# 854360c, unknown screws, part# unk, lot# unk. Occupation: patient.

Event description:
It was reported the patient underwent a bilateral revision of temporomandibular joint implants. Attempts have been made and no further information has been provided.

Event description:
The patient reported that her implants were removed in a revision; however, her surgeon reports that no revision occurred and the devices remain implanted. There is no device malfunction, patient injury or revision within this file; therefore, there is no indication of a reportable event.

Manufacturer narrative:
The following fields were updated: date of this report, describe event or problem, type of report, follow up type, additional narratives/data.